Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Conclusion - failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 12.1 cm to 12.2 cm from the connector pin. An insulation was also noted at 35.6 cm to 35.9 cm from the distal tip. The abrasions were consistent with exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.